Event description:
Bd insyte autoguard bc 20 ga, lot 5010446, miu nurses have stated that angio catheters are very difficult to insert into patient skin, they stated almost as if they are dull. It is not just one nurse it appears to be overall. Not sure if other areas are having any difficulty.